Manufacturer narrative:
Reference MFR# 2916596-2020-05196. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for positive blood cultures on (B)(6) 2020. Additional information received on 19oct2020 reported that the source of the patient's infection was unknown and that the patient had previous bacteremia and was placed on suppressive antibiotics. The patient was asymptomatic and tested positive on surveillance cultures. The patient was treated with meropenem 500mg every 8 hours for 6 days and then changed to ertapenem 1gm intravenously every 24 hours on (B)(6) 2020. The planned course of action was to continue that treatment for at least 2 weeks. Additional information received under MFR# 2916596-2020-05196, which reported a separate admission for worsening infection, described the source of the infection as the driveline. Therefore, this event will also be reported as a driveline infection.

Manufacturer narrative:
Section b5: the mentioned previous bacteremia will be reported under MFR # 2916596-2020-05281 section h8: correction. No further information was provided. The manufacturer is closing the file on this event.